Manufacturer narrative:
The evaluation of the returned device (stent) was completed. The stent was visually inspected, and no deformation was found. A smartscope examination was performed for all critical-to-function dimensions, and all dimensions were found to be within specification. There were no visual or dimensional non-conformances related to the reported event identified. Based on these findings, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
The device has been returned to glaukos for evaluation, and the investigation is ongoing. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Dislodged stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The reported event is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. (B)(4).

Event description:
It was reported that following a left eye (os) cataract plus trabecular microbypass stent system procedure, one (1) of the two (2) stents dislodged two (2) weeks postoperatively, and was subsequently explanted and replaced. Per report, there was no report of patient injury. Additional information has been requested.